Event description:
A distributor reported difficulties with the wake button on a pump, which made it challenging to activate the pump screen. There was no reported impact to the customer's blood glucose level as no information on blood glucose value was provided. The wake button was confirmed to be defective, and arrangements were made for the pump to be returned with a replacement pump provided to the customer.